Manufacturer narrative:
Findings: pump was received with intermittent button response and button error alarm due to corroded keypad traces. Unit had cracked display window corner, scratched lcd window and cracked reservoir tube lip.

Event description:
It is reported that the customer had high blood glucose levels of 220 mg/dl. The customer reported a button error alarm from the insulin pump. The customer further reported that the buttons of the insulin pump were unresponsive. The customer reported that the insulin pump might have been exposed to sweat. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.